Event description:
It was reported during an implant procedure that the probe screw of this right ventricular (rv) lead became loose and remained imbedded in the patient myocardial tissue of the left-bundle branch. The following steps were performed during the procedure: preparation of the probe, placement of the locker, unscrewing, passing the probe through the sheath, first contact with the septum after verifying positioning. During the repositioning of the probe, despite attempts to unscrew the probe using the probe body and then with the locker, the screw would not go in. To insert the screw, the operator used the locker tool multiple times and also the butterfly tool. During the last pull, the lead got stuck, and the probe body was removed. Another probe was placed in the rv. No additional adverse patient effects were reported. The rv lead is expected to be returned for product analysis. Several attempts to locate this lead have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to update section h2 and h11. This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases.

Manufacturer narrative:
This report is being submitted to update section h1 (type of reportable event).

Event description:
It was reported during an implant procedure that the probe screw of this right ventricular (rv) lead became loose and remained imbedded in the patient myocardial tissue of the left-bundle branch. The following steps were performed during the procedure: preparation of the probe, placement of the locker, unscrewing, passing the probe through the sheath, first contact with the septum after verifying positioning. During the repositioning of the probe, despite attempts to unscrew the probe using the probe body and then with the locker, the screw would not go in. To insert the screw, the operator used the locker tool multiple times and also the butterfly tool. During the last pull, the lead got stuck, and the probe body was removed. Another probe was placed in the rv. No additional adverse patient effects were reported. The rv lead is expected to be returned for product analysis.

Event description:
It was reported during an implant procedure that the probe screw of this right ventricular (rv) lead became loose and remained imbedded in the patient myocardial tissue of the left-bundle branch. The following steps were performed during the procedure: preparation of the probe, placement of the locker, unscrewing, passing the probe through the sheath, first contact with the septum after verifying positioning. During the repositioning of the probe, despite attempts to unscrew the probe using the probe body and then with the locker, the screw would not go in. To insert the screw, the operator used the locker tool multiple times and also the butterfly tool. During the last pull, the lead got stuck, and the probe body was removed. Another probe was placed in the rv. No additional adverse patient effects were reported. The rv lead is expected to be returned for product analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.